Event description:
The labor and delivery nurse did not know how to turn off the artifact eliminator while using the internal fetal heart monitor. The physician needed to see the raw data feed in order to diagnose the baby's suspected heart arrythmia before birth. Dates of use: 1 month. Diagnosis or reason for use: the baby in question had a suspected congenital heart defect.